Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the irac board. A field service engineer replaced irac board in row and tested bin in hardware testing application in order to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system had multiple drawer failures.the user mentioned that there was a delay happened during dispensing a medication.there were no adverse events or injuries reported based on this incident.